Event description:
It was reported to manufacturer that the site's handheld screen was continually freezing before completing a successful interrogation and intermittently during system diagnostics. The site requested that a new device be sent to replace the non-working device. The non-working device has been returned to manufacturer and analysis underway.